Manufacturer narrative:
The reported lot# was not found by in our database. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd intima ii catheter leaked at the connection site. The following information was provided by the initial reporter: "the child patient was treated with intravenous indwelling needle infusion after admission, and the patient was operated normally with following the regulations. After successful operation, it was found that there was a leakage at the v-shaped interface, and it was replaced immediately."

Event description:
It was reported that an unspecified bd intima ii catheter leaked at the connection site. The following information was provided by the initial reporter: "the child patient was treated with intravenous indwelling needle infusion after admission, and the patient was operated normally with following the regulations. After successful operation, it was found that there was a leakage at the v-shaped interface, and it was replaced immediately".

Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number could not be identified in our database, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.